Event description:
A device report from (B)(4) indicates a hospital in the (B)(6) reported: blade does not attach to the inserter.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The pfna blade was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the implant was manufactured in june 2012 according to the specifications, no abnormal findings were identified. In addition the implant was found to be in perfect working order, the pfna blade could be attached to the inserter without any difficulties. Unfortunately the exact cause of failure could not be determined; a possible reason may be a wrong rotating direction during the attempt of attaching, left hand-thread. The implant was manufactured according to the specifications.